Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: model: 4568-53, lead; implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than expected. The device was removed and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) device. No patient complications have been reported as a result of this event.